Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. This 12mm x 4.00mm nc quantum apex mr balloon met resistance while crossing the lesion. The nc quantum apex ruptured at nominal pressure on the initial inflation. The balloon was removed intact. The procedure was completed with another nc quantum apex balloon. No patient complications were reported and the patient's status is good.